Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, this right ventricular (rv) lead presented with high out of range pacing threshold measurements that resulted in loss of capture. It was reported that the rv lead had dislodged. A revision was performed and this rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.